Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports: transmitter not communicating anomaly. Transmitter received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours unit was able to fully charge properly to 4.1 volts. No battery anomaly noted. After removing device from charger, the green led flashed properly. After the test plug was installed, the led flashed properly. No led anomalies were noted. Unit communicated and sync properly during rf association. No communication anomalies were noted. In conclusion the customer complaint of no communication anomaly is not confirmed. The transmitter is working as expected. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Medtronic received information that no communication (unresolved), no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.